Event description:
Reporter alleged discrepant back to back blood glucose results of 288 mg/dl versus 82 mg/dl, 291 mg/dl versus 88 mg/dl, and 272 mg/dl versus 81 mg/dl when all comparisons were performed 5 minutes apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The advantage system: advantage test strip lot number 522750 with an expiration date of 4/30/07.

Manufacturer narrative:
The suspect product is the advantage test strips.